Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that angina and in-stent restenosis occurred. In (B)(6) 2012, the patient presented for a staged percutaneous coronary intervention (pci). Subsequently, the index procedure was performed. Target lesion was a de novo lesion located in the first obtuse marginal branch (om1) with 90-95% stenosis (per pre-index procedure source; 99% stenosis) and was 20mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.50mmx24mm promus element plus drug-eluting stent. During index procedure, after deployment of 2.50mmx24mm promus element plus drug-eluting stent, a focal area of incomplete stent expansion was noted. Therefore, post-dilatation was performed using a 2.75mmx12mm nc balloon. Following post-dilatation, excellent results were obtained, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, the patient presented due to an episode of chest discomfort concerning for progressive angina and subsequently cardiac catheterization was recommended. On the same day, the 95% in-stent restenosis (isr) of study stent in om1 was treated with pre-dilatation and placement of a 2.50mmx14mm non-bsc drug-eluting stent, with 0% residual stenosis. The event was considered resolved and the patient was discharged on aspirin and ticargrelor.